Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 15mm x 3.25mm nc quantum apex balloon catheter was advanced to the target lesion for post- dilation of an unspecified stent. The balloon was inflated however it ruptured at an unknown atmosphere on the third inflation. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).